Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed a white screen. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'won't reboot white screen' was confirmed with a white screen at power up of the device. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition were determined to be the processor printed circuit board(pcb), input/ output (I/o) pcb, and display. The processor pcb, I/o pcb, and display require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.